Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event, it is reported that a protaper ultimate f2 25mm x6 file broke during use. The outcome of this event is unknown as of this MDR. No injury. Further information requested.

Manufacturer narrative:
No further information has been received after 3 documented attempts. Moreover, the investigation results for this complaint are: four unused protaper ultimate files f2 25mm were returned. Involved instrument that broke during use was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1909881). The unused files returned were evaluated, but the number of unused instruments received is not enough to determine if the batch is in compliance with specifications regarding our prescriptions. Root causes are not identified. We will track this kind of event and monitor the trend.